Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, mildly calcified, distal, superficial femoral artery. The 6 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion and upon the first inflation to 18 atmospheres the balloon ruptured. The pta catheter was removed from the anatomy and a new 6 x 60 mm armada 35 pta catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture appear to be related to circumstances of the procedure as it is likely that the balloon became compromised or damaged during advancement with the calcified anatomy and/or with other devices used during the procedure resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.